Manufacturer narrative:
(B)(4): method results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined as the valve performed according to specification in hemodynamic pulse duplication testing. Analysis: upon receipt in medtronic's quality laboratory, visual examination revealed small needle holes in the sewing ring showing placement of implantation sutures. All leaflets were partially open, in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in the relaxed state. All leaflets were flexible and intact. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. Conclusion: the device history record was reviewed and showed that the product met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Analysis could not duplicate the clinical observation as the valve performed according to the specification in hemodynamic pulse duplication testing.

Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant, due to aortic regurgitation. There were no adverse patient effects reported.